Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (unknown test strip lot number), is related to case with patient identifier (B)(6) (test strip lot 496922).

Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: a result in the "500's mg/dl range", a result "around 360 mg/dl", a result in the "200's mg/dl range", and a result in the "100's mg/dl range". No adverse event reported. The customer could not remember if test strip lot number (496922) or the unknown vial of test strips were used for the comparison. The customer thinks he may have used test strips from both vials at the time of the comparison, but he is not sure which strips were used for which results. Return of the suspect device was requested for evaluation.